Event description:
It was reported to philips that the device kept failing the operational check for the defibrillator. There was no report of patient involvement.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. End of life terms informed to the customer and the device remains at the customer site. No further investigation or action is warranted.